Event description:
The customer contacted baxter's service center regarding a cg that was requesting assistance to end therapy, which occurred on the homechoice (hc) during initial drain. The caregiver (cg) stated the home patient (hp) started the initial drain and the drain line was not connected properly to the drain bag. Solution came out onto the floor. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted registered nurse (rn). The rn was informed the hp and cg left the connection loose between the drain bag and the drain line. The rn would retrain the hp/cg. The rn stated there has been no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak was confirmed because the patient reported the drain line was not connected properly to the drain bag and solution came out onto the floor. The cause was improper setup. The label review found the labeling adequate for the use error in this complaint.